Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalizations for the hyperglycemia and hypoglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings, chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes, chapter 13 / page 176: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that a patient's blood glucose levels (bg) ranged from 50 mg/dl to over 400 mg/dl. The patient was reported to have lost consciousness and hit their head, when their bg values dropped to 50 mg/dl. The ambulance came and transported the patient to the emergency room, where the patient had computed tomographies (CT) scans conducted . The patient was at the emergency room for 5 to 6 hours and then was released to go home. When the patient got home, they took a nap and later woke up with values over 400 mg/dl. The patient then had to go back to the hospital for additional insulin treatments. The patient stated they had a root canal performed and was on medications (unknown), while also taken acid reflux medication (unknown). The pod in question, was used in both hospital visits. No further details available.